Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0611 heart failure/congestive heart failure.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. The reporter was unable to recall the specific error messages or the current glucose reading at the time of the event. However, he was confident that the issue stemmed from a sensor failure. Upon arriving home at approximately 1:30 am, the patient¿s child found the patient unconscious and actively experiencing a seizure with convulsions. He immediately called 911, and emergency responders arrived at 1:52 am. Paramedics measured the patient¿s blood glucose level, which was critically high at 900 mg/dl. They also checked her vital signs, noting a blood pressure of 115/79 mmhg. Due to difficulty in establishing a standard IV line, they proceeded with an intraosseous infusion via the bone in her leg. The patient was then transported to the hospital and admitted to the emergency room (ER). At the emergency room, her blood glucose level was reassessed and found to be 994 mg/dl. Medical staff inserted two IV lines, one in each arm, and administered saline, IV fluids, and insulin. The insulin pump was removed, and heparin was administered intravenously. A CT (computed tomography) scan was performed, and the patient was subsequently transferred to the intensive care unit (ICU). During her three-day stay in the ICU, the patient suffered a heart attack. Her child was unsure of the exact timing of this cardiac event. After stabilization, the patient was moved to a regular hospital room for overnight observation. She was discharged from the hospital on (B)(6) 2025 at 2:00 pm. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.